Event description:
It was reported that during a pta treatment procedure, the balloon ruptured during post-dilatation of a stent. The customer stated that, "the culprit lesion was 70% stenosed with calcification in average tortuous of renal artery. Following stent implantation, the balloon was ruptured at 5atms on 2nd inflation during post-dilatation. The 1st inflation was 10atms. The procedure was successfully completed with another balloon." No pt injuries or complications were reported. Pt status is reported as "good". It is noted that this balloon is not indicated for post-dilatation of stents.